Manufacturer narrative:
Additional information is being requested from the field.

Event description:
Boston scientific received information that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No data analysis at this time. This device remains in service. No adverse patient effects were reported.